Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous common femoral artery that is 50% stenosed. Contral-lateral access was obtained over a .014 guide wire through a 6fr sheath was used to implant a 6.5x120mm supera stent. During deployment the tip of the delivery catheter became stuck under the distal end of the stent. The sheath was maneuvered in an attempt to retrieve the delivery catheter tip. The delivery catheter tip and the stent implant was removed from the patient when the delivery system was withdrawn. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported material separation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the tip of the device inadvertently got caught under the deployed stent resulting in the reported difficult to remove. Manipulation of the compromised device resulted in the noted chatter marks sporadically on the entire length of the catheter shaft, the noted bent sheath and ultimately resulted in the reported material separation/noted tip jacket and inner member separations. As reported, the stent implant was removed from the patient when the delivery system was withdrawn: thus resulting in the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
Subsequent to the report being filed, follow up information reported that the tip jacket and inner member were separated at the distal end of the ratchet stem during the last step of deployment; however, everything was removed when the delivery system was removed. No additional information was provided.